Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the insufflator was unable to maintain pressure during initial dissection of the vaginal cuff. Inadequate pressure caused vision issues during the dissection. The insufflator tube set was replaced with no change. The surgeon relates the rapid loss of insufflation to the use of the uterine manipulator. The specific uterine manipulator's setup allows for carbon dioxide (co2) to escape during use. A backup insufflator was set up to help maintain pressure during the colpotomy. Once the uterus was removed vaginally, the backup insufflator was discontinued, and the da vinci insufflator was able to maintain pressure to complete the procedure robotically. There was no patient injury due to the inadequate insufflation. The patient is recovering well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the insufflator associated with this complaint. Failure analysis did not confirm the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and the system did not trigger any issues or errors at startup. The unit was responsive. A golden valid tube set was installed, and the insufflator was able to engage. An invalid tube set was installed, and the unit triggered an error message "invalid tube set" and the insufflator light ring kept flashing yellow. Insufflator functional tests were performed, and the unit passed all tests. There was no air leakage. .